Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices sclerotherapy procedure performed on (B)(6) 2022. During the procedure, the bands were unable to remain attached to the varix. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 26, 2022: it was reported that the during the procedure, the bands could not be deployed.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the bands in the ligator head were overlapped. The ligator head teeth were damaged/bent. The trip wire was not secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was observed that some bands were overlapped and the teeth of the ligator head were bent/damaged suggesting the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to inability of the device to deploy the bands, making them overlapped and resulting in the ligator head teeth being bent/damaged. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on december 26, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices sclerotherapy procedure performed on (B)(6) 2022. During the procedure, the bands were unable to remain attached to the varix. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).